Event description:
The hcp reported that the patient presented to the hospital with wound drainage. Exploration of the wound at the bedside, demonstrated a tract with pus leading down to the pump. The entire system was explanted due to the infection. The patient became infection free post-op and recovered without sequela. The pump had been programmed to deliver baclofen (500 ug/ml) at a rate of 0.06929 mg/day.

Manufacturer narrative:
.